Manufacturer narrative:
A ge oec svc rep investigated the issue and found a defective hard drive and gpos board. The hard drive and gpos pcb were replaced. The software and calibration files were re-loaded. The sys was tested and found to be operating as intended. The sys was released to the customer for use. There was no reported injury or negative effect to an pt as a result of this malfunction. The hospital was unable to, or would not provide any pt info relating to this issue.

Event description:
The ge oec 9900 fluoroscopy sys would boot up.